Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the device had a channel error during a levophed infusion. The patient's diastolic blood pressure dropped into the 70's during the time it took to change out the system. No further information is available; there is no report of medical intervention or lasting harm.

Manufacturer narrative:
The customer¿s report of a channel error 13-1033-149 was confirmed. Analysis of the pcu event log shows that at 5:51pm on (B)(6) 2016 the pump module was programmed to infuse at a rate of 19ml/hr with a vtbi of 500ml. At 5:57pm, the rate was changed to 9.375ml/hr. At 5:59pm, the rate was changed to 3.75ml/hr. At 6:06pm, the rate was changed back to 9.375ml/hr. At 6:07pm, network communication was lost. The next entry recorded in the event log is a power on event at 7:39 am on (B)(6) 2016. The root cause of the channel error was not identified. No device was returned for investigation.